Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was working and was checked in (B)(6) of 2016. The hcp noted that the patient didn¿t change programs or amplitude on her own. The hcp reported that the patient was better but wanted no nocturia so anticholinergics were added. It was indicated that the return of symptoms had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as doctor reported that patient weight at the time of event was (B)(6). Implant was no longer responding and they were planing to explant and replace with new system. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient provided that their weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was not feeling stim and had return of symptoms on (B)(6) 2017. It was indicated that patient took a fall on (B)(6) 2017. Patient stated she did not feel stim while therapy was not on. Patient was instructed to turn therapy during the call and situation was resolved. It was noticed that patient was able to turn on the implantable neurostimulator (ins). Patient increased stim to 6.7 v and still not feeling stimulation. Patient stated she had tried different programs and had increase stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-13. The patient stated that they had an appointment with their managing physician on (B)(6) 2017. The patient stated that their loss of stimulation and return of symptoms were not resolved. They still cannot control their urine or feel any stimulation since (B)(6) 2017 after they fell on (B)(6) 2017. No further complications were reported/are anticipated.